Manufacturer narrative:
Neither pt injury nor medical intervention was reported. Further info revealed that the problem occurred during treatment. The connector above the pressure inlet (pi) sensor was partially disconnected, causing the machine not to set off the appropriate alarm. Gambro technician inspected the machine and found pi disconnected. He re-connected pi, inspected for more leaks and ran a rinse cycle.